Manufacturer narrative:
(B)(4). Batch #t5ey12. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage, with one vasecr35 cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed, as no malformed staple was observed and the device performed without any difficulties noted. Additional information was requested and the following was received: the bleeding volume was 40cc. The patient is stable.

Event description:
It was reported that during a vats right upper lobectomy, the staples at the distal end of the cartridge were formed in lumbricoid shape at the third firing on the pulmonary artery, and bleeding occurred. The amount of the bleeding was 40cc. Taco-seal was attached to stop the bleeding. No blood transfusion was required, and the procedure did not convert to an open procedure. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep and the surgeon checked the operation video after the procedure, it was found that the cartridge was not loaded into the jaw firmly. Also, it seemed that the staples at the proximal end part of the cartridge were formed as intended. No further information is available.